Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens (3.75cyl), 20.0 diopter (add power +2.2/+3.2) lens was replaced with an unspecified atiol model with a clinical reason for the exchange of "residual astigmatism." Additional information was provided that the patient had pre-existing diabetes and dry eye. The account provided information during follow up that inadvertently listed the same serial number in the complaint lens and replacement lens fields. Due diligence has been performed in an attempt to obtain clarification. The reporter has not responded to the request for additional follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision, not clear distant and clinical reason for explant being residual astigmatism. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested and received stating that the symptoms was resolved.